Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. Customer was reported an issue during priming process. The customer blood glucose level was 400 mg/dl. Customer blood glucose was high due to being off of the pump for over 40 minutes, she did treat for the blood glucose with a manual injection. The customer was assisted with troubleshooting. The customer stated that insulin pump had a low battery and that was why she was not able to go into the menu to rewind the insulin pump. Customer stated that they drive support cap was normal. The insulin pump will not be returned for analysis.